Manufacturer narrative:
Investigation results: the product was not available for investigation and no pictures were provided. The traceability of articles with batch management requirement is guaranteed by the production order number, which can be traced over the production period and the corresponding customer. In addition, the raw materials, semi-finished parts, etc. Used for the order are documented in the manufacturing history records (DHR - device history records). This ensures the traceability of the internal supply and production chain. Internal traceability is thus guaranteed. According to the quality standard, a material defect and production error can be excluded. Titanium is a stable and resilient material with a high resistance to corrosion in a physiological environment along with excellent biocompatibility and is therefore one of the most commonly used metals in implants. It is often thought to be hypoallergenic. Clinical experience with dental and orthopedic implants, though, suggests that titanium allergy can occur. However, none of the known materials for surgical implants has ever been proven to be completely free of negative reactions in the human body, according to international standard iso 5832 for metal materials in surgical implants. Many years of clinical experience with unalloyed titanium have shown that an appropriate level of biological reaction can be expected when the material is used for appropriate applications. Allergies or hypersensitivity reactions to virtually any material are possible in individual cases. In the case of metal implants, people with a history of allergy to metals or jewelry have a greater risk of developing a hypersensitivity reaction to a metal implant. An allergy evaluation is recommended to exclude any problem with titanium implants in these patients. In total, the benefits of titanium outweigh the risks even though a hypersensitivity reaction to it, as to virtually any implant material, cannot be excluded in individual cases. A CAPA is not necessary.

Event description:
It was reported that there was an issue with ligating clips. According to the complaint description a patient had laparoscopic cholecystectomy procedure made some years ago with challenger and pl569t cartridge. The patient has now problems with allergic reactions on the skin. Surgery date: in 2011. There was a allergic reaction. No intervention or further details mentioned. Additional information was not provided nor available. The malfunction is filed under aag reference (B)(4).